Event description:
It was reported that during a donor nephrectomy, the device was torn into several pieces. There was no pt consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.